Event description:
It was reported that the active blade of ace36p fell off inside the pt during a laparoscopic partial nephrectomy. The active blade was retrieved from inside the pt and a new ace36p opened. The blade dropped off when the jaws were open and not when the device was being used to cut / coagulate tissue or a vessel. The doctor retrieved the active blade and removed it through an xcel trocar.